Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. A lot history record review could not be performed as the product lot number is unk. The physician performing the procedure had not completed product training for the hemopro device as suggested by maquet, prior to performing this procedure. The physician has since completed training on maquet devices for evh procedures. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting (evh) procedure, while using the hemopro device on a pt with low ejection fraction and congestive heart failure, blood was observed on the dissection tip, the pt's pressures dropped drastically, and the pt began to code. When the scope was removed from the pt, the pressures returned to normal. The physician returned to dissecting the vein, and the pt's pressures dropped again. The pressures again returned to normal when the scope was removed. It was noted that the pressure on the hospital's co2 supply was set to 15mmhg during the evh procedure, which is above the 10-12mmhg recommended in the IFU. The clinicians determined that co2 was entering the right atrium. The procedure was converted to an open harvesting technique. Optical coherence tomography was used to evaluate the vein, and a tear in the vein was identified. The hospital is not returning the device.